Event description:
It was reported that the remote monitor took fire during normal usage and the circuit breaker activated as a result. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24950j, serial/lot# (B)(4): the remote monitor was returned and analysis revealed that there was an error code (B)(4) in failure analysis (fa) log; no complaint failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.